Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-oct-2017. The most recent information was received on 16-oct-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('essure in incorrect position / essure in intra-abdominal position in mesocolon') and headache ('headaches') in a 46-year-old female patient who had essure (batch no: 857589) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2011, salpingectomy partial and ectopic pregnancy. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain") and sciatica ("cruralgia"). On (B)(6) 2014, the patient experienced headache (seriousness criterion medically significant), musculoskeletal pain ("joint and muscular pains") and fatigue ("intense fatigue"). In 2016, the patient experienced balance disorder ("balance disorder") and myalgia ("muscular pain"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the back pain, balance disorder, sciatica and myalgia had resolved. At the time of the report, the device dislocation had resolved and the headache, musculoskeletal pain and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, device dislocation, fatigue, headache, musculoskeletal pain, myalgia and sciatica with essure. The reporter commented: the events happened at the home of the consumer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Abdominal x-ray: on (B)(6) 2012: not significant (single insert). Allergy test: on an unknown date: positive for nickel; on an unknown date: was negative even for nickel. Lot number: 857589, manufacture date: 2011-05, expiration date: 2014-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 23-oct-2017. The most recent information was received on 08-oct-2020. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('essure in incorrect position / essure in intra-abdominal position in mesocolon') and headache ('headaches') in a (B)(6) female patient who had essure (batch no. 857589) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in (B)(6) 2011, salpingectomy partial and ectopic pregnancy. Concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain") and sciatica ("cruralgia"). On (B)(6) 2014, the patient experienced headache (seriousness criterion medically significant), musculoskeletal pain ("joint and muscular pains") and fatigue ("intense fatigue"). In 2016, the patient experienced balance disorder ("balance disorder") and myalgia ("muscular pain"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopy). Essure was removed on (B)(6) 2017. In 2017, the back pain, balance disorder, sciatica and myalgia had resolved. At the time of the report, the device dislocation had resolved and the headache, musculoskeletal pain and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, balance disorder, device dislocation, fatigue, headache, musculoskeletal pain, myalgia and sciatica with essure. The reporter commented: the events happened at the home of the consumer. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Abdominal x-ray: in (B)(6) 2012: not significant (single insert). Allergy test: on an unknown date: positive for nickel; on an unknown date: was negative even for nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: the data from case (B)(4), patient (B)(6) was found duplicated and it was updated to case (B)(4). The folloiwing information were added: reporter and patient information´s, lab data, medical history, events, products, date explanted, events, device dislocation, back pain, balance disorder, sciatica and muscle pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.